Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants smooth on both sides and experienced bilateral breast implant ruptures postoperatively; diagnosed after physical exam, and MRI. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504004bc; serial number (B)(6) on the left side, and with catalog number 3504004bc; serial number (B)(6) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 5, 2023, the mentor failure analysis lab received the devices for evaluation. On july 12, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant was found to have a tear on the posterior view, measuring approximately 0.7 cm. In addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).